Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose level was 143mg/dl. Reportedly, either a new cartridge was loaded or the customer reloaded the same cartridge resolving the issue.